Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis found that the pitch cable was beginning to fray at the distal clevis hub. No other cables were damaged. Failure analysis also observed that the one grip was bent, causing side-to-side misalignment of the grips. There was a .074 offset at the tips. The bent grips did not exhibit separation of the yaw pulley and the pulley cover at the glue joint, however the likely cause of the bending remains overloading at the tip. The instrument passed electrical continuity testing. The evidence was inconclusive, but the damage was likely due to mishandling/misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments.

Event description:
It was reported that the fenestrated bipolar forceps instrument cable was noted to be broken during reprocessing. No patient harm, adverse outcome or injury was reported.